Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
It was reported the patient underwent a shoulder revision approximately 6 weeks post implantation due to loosening of the glenoid implant component from the native glenoid. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: tm rvs base plt 30mm post +2 cat# 00434903002 lot # 65885553. Unk inverse screw cat # unk lot # unk . G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.